Event description:
Subsequent to the initial medwatch, additional information was received indicating that the patient's chest pressure began in the beginning of (B)(6) 2010. The patient was seen by his cardiologist on (B)(6) 2010 and underwent a cardiac catheterization on (B)(6) 2010 that found a severe focal in-stent restenosis. In (B)(6) 2010, the patient had undergone a heart catheterization that did not reveal significant lesions.

Event description:
It was reported that on (B)(6) 2010, the patient underwent stenting with two xience v stents to treat restenosis of a promus stent implanted in the heavily calcified left proximal circumflex artery. On (B)(6) 2010, the promus stent had re-stenosed again and was treated with a diagnostic coronary angiography and a non abbott drug eluting stent. The patient's condition resolved and was discharged on (B)(6) 2010. There was no adverse patient sequela. Though requested, no additional info was provided. (B)(4).

Manufacturer narrative:
(B)(4). Corrected information: the date of the event was corrected to (B)(6) 2010 since the patient's chest pressure began in (B)(6) 2010.

Manufacturer narrative:
(B)(4). The xience v (part 1009541-12, lot 9072741) indicated is being filed under a separate medwatch MFR number. Angina, ischemia, and restenosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.